Event description:
Pt underwent a craniotomy and resection of the large planum, sphenoidale meningioma on (B)(6) 2013. Surgeon placed a lumbar drain. After pt was extubated in the operating room, the surgeon pulled the drain without any resistance yet noted the tip of the lumbar drain tip, which is typically stained black was not observed. X-ray with fluro, ap and lateral views were taken and no foreign item was detected. Upon completion of the CT scan, it was noted to be present requiring the surgeon to take the pt back to surgery for removal. The item was removed successfully and the pt was discharged on (B)(6) 2013.